Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of oversensing due to noise that resulted in automatic mode switching were noted on the right atrial (ra) lead. Technical support (ts) was contacted but the cause of the event could not be ruled out if it was due to electromagnetic interference or myopotential oversensing. Moreover, ts also confirmed that the same type of noise was observed on a previous follow up from two years ago. No intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.